Manufacturer narrative:
Pending evaluation. Concomitant devices: (cn: 112-01-02, sn: unk) acumatch cemented stem sz 2. (Cn: 132-28-00, sn: unk) 50mm gxl liner. No information provided in the following section(s): weight, race, test dates, serial number, exp date, and mfg date.

Event description:
As reported, approximately 19 ½ years postop the initial implant, this (B)(6) y/o female patient experienced a left hip revision because the hip fractured. The surgeon believes that osteolysis and poly wear lead to a gradual weakening of the bone and eventual fracture. The hip was revised due to a peri prosthetic fracture. The surgeon chose to replace with competitor¿s devices. In accordance with hospital policy we are unable to return explants. Patient was last known to be in stable condition following the event. Weight (B)(6) kgs and no additional medical history provided.

Manufacturer narrative:
(H3) the evaluation noted that the revision was likely the result of may have been the result of the orientation of the acetabular cup, edge loading/impingement, or a combination of the two, which led to prosthesis wear and osteolysis. The prosthesis wear and osteolysis may have resulted in gradual weakening of the bone, and resulted in a bone fracture. However, this cannot be confirmed as the devices were not returned for evaluation. Concomitant devices: - (cn: 112-01-02, sn: unk) acumatch cemented stem sz 2 - (cn: 100-28-00, sn: unk) 28mm cocr head no information provided in the following section(s): a4, a5, b6, d4 (serial number, exp date), and h4. The following section(s) have additional info: d4 (catalog number, and UDI number), g4, g7, h1, h2, h3, and h7. Section h11: corrections made in the following section(s): (d4) (catalog number, UDI number).